Event description:
It was reported that a solution administration set leaked during infusion. The reporter stated that the leak was from the connection of the set to ¿the end that attaches to the patient.¿ the leak was noticed at the end of the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was connected to a pressure gauge and placed under water for leak testing and a leak was observed at the junction of the lower y-site and the tubing. The reported condition was verified, though the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.